Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced low blood glucose levels and high blood glucose levels. The customer reported low blood glucose levels of 2.7 mmol/l and had also issues with insulin pump and sensor. The customer reported high blood glucose levels of 18 mmol/l. The customer reported that the insulin pump was not reacting and the sensor electrode was buckled. It was reported that the customer treated too much that he was 18 mmol/l in th morning. Troubleshooting was not completed during the call. Product is not expected to return.